Event description:
It was reported that the patella became "loose" in patient. Dr (B)(6) revised the patients knee to correct it.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned patella indicated damage to the articulating surface/ profile. There was the presence of cement around the connection pegs. A lab analysis indicated that wear on the articular surface was likely due to normal articulation between the insert and femoral component. The insert disassociation likely occurred following the fracture of the posterior locking mechanism. The cause of the fracture could not be determined from the available data. Further damage to the inferior surface of the insert could have been caused by the insert riding on top of the baseplate following disassociation. No material or manufacturing deviations were observed during this investigation. A clinical analysis indicated that it was reported that the patella was revised due to loosening. There have been no supporting medical records provided for review. There is no report of the patient's current condition or ho the procedure was tolerated. No further clinical assessment is warranted. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.